Event description:
Controller created a low battery tone, screen turned off; also system monitor screen turned off. The battery maintained power, pump did not stop. Controller registered connected to 2 batteries with ac plug but only 1 battery plugged in. Controller changed.